Event description:
Customer reported via phone call, customer was hospitalized due to high blood glucose. The insulin pump had two motor error alarmed. Customer had changed the infusion set on friday and saturday thru monday she was hospitalized. The device was not dropped, bumped, or exposed to an MRI. Customer's blood glucose at the time of the hospitalization was 30 mmol/l. Customer was removed form the device during the hospitalization and was reconnected to it when she was released. Currently no issues have occurred. The device is being returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. However, the insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.